Event description:
It was reported that the right ventricular (rv) lead dislodged from the implant position. An ultrasound and x-ray examination revealed the rv lead had perforated the heart that resulted in an effusion. Pericardiocentesis was performed to resolve the perforation and effusion. Additionally, the rv lead was explanted and replaced and the patient was in stable condition.